Manufacturer narrative:
Product analysis: at analysis, it was noted that the display was showing "bad output" and that the low-voltage differential signal board was loose and it was therefore reseated and a new support bracket installed. It was additionally noted that the keyboard was missing screws and that some loose screws from the keyboard were found in the power supply and that the power supply was emitting a burnt smell. Both the keyboard and the power supply were replaced. The stylus tip was found to be loose and bent so the stylus was replaced and the overlay calibrated. Inspected the circuit boards and mechanical parts, reconfigured the hard drive, reloaded and updated software. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.